Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not working on alternating current (ac) power but worked on battery power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the device was not working on alternating current (ac) power but worked on battery power. The remote service engineer (rse) provided the customer with part number and price of the replacement power supply for repair.

Manufacturer narrative:
Per the good faith effort (gfe) response received on june 3, 2025, the biomedical engineer (bme) tested for power from the power cord on to the power supply and found that there was not any power coming out of the power supply. The bme replaced the power supply, and although the device powered on, it was still not working 100%. The bme passed the device to a senior technician for further investigation, who replaced the battery. The technician stated that the device alarmed but could not see any error codes. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical engineer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.